Event description:
On (B)(6) 2012 the lay user/patient's wife contacted lifescan (lfs) alleging an unspecified error message with the patient's onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's wife reported the alleged issue began approximately 2 weeks ago prior to contacting lfs. As part of the patient's diabetes regimen, the patient's wife stated he is on insulin (self-adjustor). Despite the alleged issue, the patient's wife indicated no action was taken regarding the patient's diabetes regimen. The patient's wife reported that on the morning of (B)(6) 2012, the patient became shaky after the alleged issue began. As a result of his symptoms, the patient's wife indicated the patient went to see his health care professional (hcp) on (B)(6) 2012 at 10:30am for assistance. However, it is not known what kind of treatment, if any, the patient received. At the time of troubleshooting, the cca was not able to resolve the alleged unspecified error message issue because the patient's wife was unable/unwilling to perform a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.